Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had insulation damage, was possibly fractured, and exhibited high impedance and noise. The lead explanted and replaced. No patient complications have been reported as a result of this event.